Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. Once the reload was loaded, it rotated without control. To solve the problem, used the same reload with a new handle and adapter with no further issues. There was no patient harm. The patient is ok.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one deice. Visual observation noted that articulation, rotation, close/fire, open and push to fire buttons and knobs on the handle possessed paint ware typical of improper cleaning of the device. A pmv idrive battery pack was loaded into the idrive ultra. Solid blue lights were displayed and the handle status light began blinking. The selector motor endstop tick value was not in range. The handle was dismantled by engineering for further evaluation of the reported conditions. No electrical continuity issues were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. However, the investigation detected a secondary condition of improper cleaning and motor obstruction that have no relationship to the reported incident. The root cause for the discolored handle buttons may be due to improper cleaning techniques. The root cause of the calibration difficulty may be due to obstruction of the motor and gearbox assembly. If the piece moved or deformed over time, the distance the selector block travels on the spline would increase and produce the observed calibration error. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Purple lights lighted in both sides and the green led on handle symbol lighted as well. On adapter correct lights lighted as intended, and when the loading unit was loaded and then it began to rotated without control. Sterilization: autoclave wash in auto washer.

Manufacturer narrative:
(B)(4). Device has been received but evaluation has not yet begun. A supplemental report will be sent upon completion of investigation. Only handle and adapter were received.